Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult gripper line removal and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). During clip deployment, while flossing the gripper line for removal, the line broke. The line was successfully removed, but the clip detached from the anterior leaflet while remaining attached to the posterior leaflet (slda). A second clip was successfully implanted to stabilize the slda clip and mr was reduced to grade 2. There was no adverse patient sequela or a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue at this time. The reported single leaflet device attachment was due to challenging patient anatomy (thickened leaflet). A definitive cause for the reported gripper line break resulting in difficulty removing the gripper line could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.